Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Postoperatively the patient is receiving effective stimulation.

Manufacturer narrative:
Recall: 1627487-0726212-002-r and 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient reports he last received therapy on (B)(6) 2018 and attempted to recharge the ipg on (B)(6) 2018. The patient reported it has been a couple of months since the ipg was last recharged. The issue was confirmed by the abbott representative. Surgical intervention may be pending to address the issue.